Event description:
The customer reported the loss of the live fluoroscopic x-ray image. No patient or user injury was reported.

Manufacturer narrative:
A request for service was entered. However, no conclusion can be drawn as repair information is unavailable and no additional service information was provided.